Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different reports. This is the first of two reports. Refer to 9611594-2015-00137 for the first report. Refer to 9611594-2015-00138 for the second report. It was reported on medwatch report (B)(4) that the " t " fasteners did not hold on five of the eight fasteners used on 2 tubes (one gastrostomy tube, one jejunostomy tube)".